Event description:
The deep brain stimulation and extensions were explanted due to infection (see mfg. Report # 3004209178200906948). At replacement, with the deep brain stimulator out of the pocket, intraoperative impedances were greater than 40,000 ohms on all but one combination, indicating open circuits. Lead impedances were not checked separately from the extensions. The connections at the lead-extensions and extension-deep brain stimulator looked good, so the hcp decided to close the device pocket while impedances remained high. Several hours post operatively, 2 electrodes continued to have out-of-range impedances. Other electrode impedances were normal. There were no open circuits. The hcp suspected these high readings were due to existing lead damage. The electrodes were not needed clinically. The patient had a good clinical outcome and had no side effects. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.